Event description:
Dealer states the seat upholstery ripped all the way.

Manufacturer narrative:
(B)(4). Malfunction alleged. Dealer states the seat upholstery ripped all the way through causing the patient to fall through. No mention of injury or intervention were reported.